Event description:
It was reported that a spectrum infusion pump required repairs. During baxter's device evaluation, the device alarmed "door not fully latched." It was also reported there was no patient injury.

Event description:
It was reported that a spectrum infusion pump required repairs. During baxter's device evaluation, the device alarmed "door not fully latched." It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom " 'door not fully latched' alarms", determined to be caused by a failed upper link switch. The upper auxiliary assembly, which contains the failed upper link switch, was replaced.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom " 'door not fully latched' alarms", determined to be caused by a failed upper link switch. The upper auxiliary assembly, which contains the failed upper link switch, was replaced.